Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary fully covered rmv stent was to be implanted in the common bile duct to treat a pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. During the procedure, the walllfex biliary stent was deployed with difficulty. Furthermore, the patient presented with abnormal levels which prompted the physician to check the stent. Subsequently, it was noted that the stent had migrated and was removed from the patient. The procedure was completed with another walllfex biliary stent. There were no patient complications reported as a result of this event.